Event description:
Event narrative per treating physician: the patient underwent bronchoscopy with endoscopic lung volume reduction (elvr) on (B)(6)2020 and had no complications. He had his left upper lobe obstructed by 3 endobronchial valves. He had a 5.5-lp ebv placed in the apical posterior segment of the left upper lobe, a 4.0-lp ebv in the anterior subsegment of the left upper lobe and a 5.5 ebv in the lingula. He had no complications with the procedure. The procedure had the optimal results with atelectasis of the left upper lobe. He did not have any post -procedural complications. He did not have any pneumothorax. Over the next several days the patient became very hypercapnic with some encephalopathy. It was discussed on friday, january 17, 2020 that if he is continuing to be hypercapnic then the treating physician will plan on removing the endobronchial valves to re-inflate his left upper lobe. This was discussed with the patient and family. Over the weekend he had continued mental status changes with hypercapnia. He was placed on bipap (bilevel positive airway pressure) with minimal improvement. The family decided on placing the patient in hospice for comfort measures and eventual decline. The treating physician had a prolonged conversation with the family that the valves can be easily removed and they can return him to his prior pulmonary status. Because it would return him to a poor quality of life, the patient's wife and sons declined any further intervention and were grateful for the opportunity to try as a "last ditch effort" to help the patient. He was then accepted to hospice and was discharged from the hospital on(B)(6)2020. It is reported that the patient passed away within 48 hours but the treating physician does not have the actual date of death because he was in a hospice hospital. There were no complications related to the ebvs placed, and according to the treating physician, in no way was the elvr procedure related to the patient's family deciding on hospice for the patient.

Manufacturer narrative:
At the time of this initial report, only very limited information about this event has been obtained. A follow-up report will be submitted after this information has been received.

Event description:
On (B)(6) 2020, the patient underwent a bronchoscopic lung volume reduction procedure with zephyr valves (4.0-lp, 5.5, 5.5-lp) and was discharged from the hospital on (B)(6) 2020. Patient passed away in hospice on (B)(6) 2020.